Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded following removal. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor could not fold the lens. The lens had been inserted into the patient's eye and had to be removed again. Through follow-up the issue was clarified as damage with one haptic occurred, which was identified after implantation. The lens was removed and replaced without any reported issues. Material was afterwards discarded. No additional information was provided.